Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located at the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the shaft between the hypotube and guide extension collar was separated inside the patient's body and the device was retrieved successfully. No patient complications were reported.